Event description:
It was reported by the customer that at 1157 the rn went to check on a patient as the rn anticipated that the patient's infusion would finish at 1159. The rn got a set of vital signs on the patient and noticed it was 1200 and the patients pump had yet to alarm for air in line. The rn examined the pump module and found that the air had made it through without setting off the alarm and was just above the 0.2-micron filter. The rn immediately stopped the pump and disconnected it from the patient. No air had reached the patient, and the patient left with stable vital signs and next visit in hand. There was patient involvement but no harm. Third party testing was unable to duplicate the reported issue.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of failure to alarm for air-in-line was not able to be confirmed or replicated with the information provided. Inspection and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. The facility reported the event date as march 25th, 2025, at 1157 (11:57 am). The facility provided the pcu device event log and the error log from the suspect to ascertain the event details associated to the reported complaint. The programmed infusion was set at a rate of 200 ml/hr, with a total volume of 100 ml to be infused. The drug dosage was specified as 212.5 units, with the patient's reported weight being 43.7 kg. The infusion lasted 30 minutes, during which two occlusion alarms on the patient side were recorded at 11:31 am and 11:45 am the total volume infused from the suspect pump module was recorded as 95.921 ml. Between the reported start of the infusion at 11:28 am and the removal of the suspect module at 11:58 am, the pvi was calculated to be 100 ml. However, two occlusions occurred on the patient side, causing the infusion to stop. This may have delayed the infusion and resulted in under-infusion. The alaris¿ pcu unit (model 8015) and pump module (model 8100) adjust their air-in-line detection based on the setting of the accumulated air-in-line option. When set to disable, the system only triggers an alarm for a single air bolus exceeding the selected detection threshold (50, 75, or 250microl, or 500microl in anesthesia mode). However, when set to enable, the system not only detects and alarms for a single air bolus exceeding the threshold but also monitors and responds to multiple smaller boluses that collectively meet a pre-determined limit based on the selected threshold. This dual functionality enhances the system's capability to detect and manage air-in-line events. The technical troubleshooting guide prescribes several measures for addressing an air-in-line alarm. Initially, it advises removing any air from the administration set or utilizing the reset function to advance the air through the line. Subsequently, it recommends recalibrating the air-in-line (ail) settings and performing a thorough cleaning of the ail transmitter and receiver. The next step involves inspecting the connector to identify any potential irregularities. If the issue persists, the replacement of the ail assembly is suggested. As a final recourse, the module should be returned to the manufacturer for comprehensive evaluation and resolution the devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the complaint of failure to alarm for air-in-line was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reported by the customer that at 1157 the rn went to check on a patient as the rn anticipated that the patient's infusion would finish at 1159. The rn got a set of vital signs on the patient and noticed it was 1200 and the patients pump had yet to alarm for air in line. The rn examined the pump module and found that the air had made it through without setting off the alarm and was just above the 0.2-micron filter. The rn immediately stopped the pump and disconnected it from the patient. No air had reached the patient, and the patient left with stable vital signs and next visit in hand. There was patient involvement but no harm. Third party testing was unable to duplicate the reported issue.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that at 1157 the rn went to check on a patient as the rn anticipated that the patient's infusion would finish at 1159. The rn got a set of vital signs on the patient and noticed it was 1200 and the patients pump had yet to alarm for air in line. The rn examined the pump module and found that the air had made it through without setting off the alarm and was just above the 0.2-micron filter. The rn immediately stopped the pump and disconnected it from the patient. No air had reached the patient, and the patient left with stable vital signs and next visit in hand. There was patient involvement but no harm. Third party testing was unable to duplicate the reported issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.